Manufacturer narrative:
The subject device has been evaluated by the manufacturer who found indications of a thermal event originating on the printed circuit board. The thermal event was determined to have originated from the pcb track which had been manually broken. Evaluation of the fuse holder also determined that damage had taken place. A section of the insulation of the fuse holder was broken and detached. The remaining insulation showed signs that it had been used as a pivot point to lever the spade connector free at some point. The female terminal of the spade was less than half way inserted (scoring indicates that it had been fully fitted at some historical point, as required by factory method). The male terminal itself was very badly distorted in two axis to the extent that it had almost stress cracked completely through. The cable to this terminal was joined to others in the vicinity with a cable tie, but in such a manner as to render it¿s correct fitting to the fuse holder impossible. An imprint of a previously correctly applied cable tie was noted on the insulator of the female terminal on the cable. Olympus (B)(4) have confirmed that the transformer and workstation have not been the subject of service action at the olympus service centre. Information from the healthcare facility states that the workstation underwent a maintenance inspection in 2012 and was found to be compliant. The next maintenance inspection was due to take place in 2016. The event which is the subject of this report took place on (B)(6) 2016. The instructions for use state that the separation transformer should undergo routine checks for electrical safety and correct function annually or as dictated by local policy. The expected service life of the transformer is 5 years. The subject device was manufactured in 2010.

Manufacturer narrative:
Images supplied by olympus (B)(4) show transformer components with scorch marks. Device was manufactured in 2010. Olympus (B)(4) plan to return the subject device to the manufacturer - keymed (medical & industrial equipment) ltd. Keymed have requested a copy of the maintenance records from the healthcare facility and any service events at the olympus repair centre.

Event description:
Olympus workstations are intended for use in medical facilities under the direction of a physician and are designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscope procedures. Keymed ( medical & industrial equipment) ltd has been made aware of an event in (B)(6), where transformer components have burned. There is no report of injury to patient or user and this report is submitted in an abundance of caution.